Manufacturer narrative:
The bipap a40 pro model# itx3100s21 is substantially similar to the bipap a40 1111177 and will be reported in the united states under bipap a40 pro, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. New information: despite three good faith-effort attempts on 07/02/2025, 07/10/2025, and 07/16/2025 to (B)(6), the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed.